Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the the surgeon attempted to load a 13.2 mm micl13.2, -10.5 diopter, implantable collamer lens on (B)(6) 2018, but it was loaded incorrectly. There was not anything unusual that led to the problem. There was no patient contact with the device.

Manufacturer narrative:
Corrected data: age of the patient at the time of the surgery is corrected from " (B)(6)" to "(B)(6)". Claim# (B)(4).